Manufacturer narrative:
(B)(4).

Event description:
It was reported that during interrogation of the pulse generator, a diagnostics anomaly was observed. No patient symptoms were reported. No intervention was reported.